Manufacturer narrative:
Submit date: 10/19/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer reports that the pump is not alarming when feedings are done, a patient was involved; however, no medical intervention required.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed for the reported condition of the unit failing to alarm at feed completion. The unit was triaged and the reported issue could not be confirmed. No faults were observed during testing. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment.